Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they were in the hospital due to high blood glucose with unknown blood glucose levels at the time of the incident. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated their blood glucose levels were fluctuating from high to low. The customer stated they had a blank display even after inserting new batteries into the pump, but the issue was resolve eventually. The customer stated the pump was not delivering before the blank display. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.